Event description:
A pt service representative (psr) contacted zoll customer support to report an issue with the monitor she picked up from the depot. The monitor screen read to press the response buttons but lacked the audible message. When the psr pressed the response buttons, the screen went black and the monitor made a screeching noise.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (no audio / reset) has been confirmed. As received, the monitor was constantly resetting. The cause of the lack of audio and constant resets is a faulty component u200. The root cause of the faulty component cannot be positively identified but is likely random component failure. No adverse event resulted from the defective component. The pt received a replacement monitor.